Event description:
The bronchovideoscope was returned to the service center with a report of water leaks after cleaning. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, chip on distal end, corrosion on distal end, foreign material coming out of channel tube, and corrosion on connector caused e315 unsupported scope error, were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. For the chip on the distal end, and corrosion on the distal end, a root cause could not be identified based on the results of the investigation, it is likely the following led to the malfunctions: stress problem led to component failure. Based on the results of the investigation, the definitive root cause of the foreign material coming out of the channel could not be determined. For the e315 unsupported scope error, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to malfunction: corrosion on the endoscope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.